Event description:
It was reported that, during a primary tkr case on the right side, surgeon tried to implant a size 3-4 9mm constrained liner and was unable to engage the poly, despite recommendations from the rep. Debris was cleared from the baseplate. Sizing compatibility was also checked and correct. Despite multiple attempts was unable to get the liner in. It was changed to posterior stabilized liner and there was no issues engaging the poly and surgeon was able to do so on first attempt. Surgery was not delayed more than 30 minutes. No other complication was reported.

Manufacturer narrative:
H3, h6: it was reported that surgeon tried to implant a size 3-4 9mm constrained liner and was unable to engage the poly. He changed to posterior stabilised liner and there was no issues engaging the poly and surgeon was able to do so on first attempt. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage on the lock detail. Scratches are observed on the surface of the device. A dimensional analysis was not performed as the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to size of device or surgical technique used. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.